Event description:
(B)(4) received a call on (B)(4) 2015 reporting a medical intervention that occurred on (B)(6) 2015 at 5:00pm. Patient's wife called in stating that the prodigy meter was giving them a higher reading than they believe it should have been giving which caused patient to over medicate. Patient was experiencing symptoms of sleepiness, nausea and trouble walking. Patient was also experiencing visual symptoms of fluid retention, swelling and bleeding from the rectum. The reading on the prodigy meter at the time of the event was 315mg/dl. Patient's normal glucose level around the same time of day as the medical intervention is 157-200mg/dl. Patient had taken his usual medications before the event except for his at bedtime medications. According to (B)(4) customer service representative, the patient is using correct testing and storage protocol for the prodigy blood glucose system. Patient went to e.r. On his own. Patient's blood glucose upon arrival at e.r. Was 157mg/dl. Three hours passed between testing with the prodigy meter and the e.r. Meter due to the e.r. Being over 2 hours away from patient's residence. Patient was administered insulin at e.r. To lower his glucose level. Treatments unrelated to patient's blood glucose were lasix, 7 packs of protonix and 4 2-liter bottles of fluid were drained. Patient was also given upper gi endoscopy. Patient's blood glucose prior to discharge from hospital was believed to be around 197mg/dl. Patient's total stay in hospital was 6 days.